Manufacturer narrative:
Additional summary: no physical sample was received for investigation. Two complaint sample photographs were received containing batch details as pds*ii product code nw9262 lot number was not provided. Photograph 1 was observed with needle description 50 mm ½ circled heavy round bodied needle. And photograph 2 was observed with needle description 48mm ½ circle heavy taper point. Data source for this verification was ethicon approved artworks and it is concluded that the received photograph was matching with ethicon approved artwork of revision no *tmv05 and *tmv06 respectively for ceco box and there is no indication of incorrect components in the marketed product.

Manufacturer narrative:
(B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional device captured in mw 2210968-2019-88261.

Event description:
It was reported that a patient underwent an unknown procedure in 2019 and suture was used. The needle configurations are found different on outside packaging. Pack 1 - 50mm 1/2 circle round bodied & pack 2 - 48mm 1/2 circle taperpoint. There were no adverse patient consequences reported.